Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the large hem-o-lok clip applier instrument for evaluation, although it is expected to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the large hem-o-lok clip applier (part # 470230-10 / lot # n10180417-0101) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 55th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument moved with unintuitive motion, moved in an unexpected way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when closing the large hem-o-lok clip applier instrument, the whole tip of the instrument would move to a 90 degree angle. The procedure was completed with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the nurse (original reporter) and obtained the following information: she was not allowed to provide any patient information due to hipaa laws. On (B)(6) 2022, isi contacted the robotics coordinator and obtained the following additional information about the complaint: the instrument was inspected before use and nothing appeared out of the ordinary. The jaw was moving to the side when the surgeon was trying to clip. It did not match the movement of the surgeon. The issue happened as soon as the surgeon tried to use the instrument. He tried a few attempts and then went to the backup clip appliers and had no issue with that instrument. They did not move the instrument to another arm and they did not change the drape. The drape has been discarded and will not be returned to isi. There was nothing wrong with the drape. There is no video or photograph of the issue. Patient demographics, relevant testing, and medical history was requested, but was not provided.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. Failure analysis investigations did not confirm/reproduce the reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. Additional observations not reported by site: the instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. Root cause of this failure is attributed to mishandling and misuse. The instrument failed mechanical engagement when placed in the system, error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The broken input disk likely caused the engagement failure. As a result, the clip test was unable to be performed. No grip tips damage was observed. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. Root cause of this failure is attributed to mishandling and misuse, most commonly caused by improper cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.